Event description:
It was reported the ventricular lead sensing shows low r-wave values (1.0 to 1.4 mv). In the past the r-waves were 5.6 to 11.2 mv. The patient reported falling into the left shoulder which is the same side on which the device is implanted. The patient is scheduled for follow-up and an x-ray has been recommended. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.